Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient was hospitalized due to endocarditis, a staph infection, and valvular insufficiency. It was also noted that a signal artifact monitor (sam) episode had been inappropriately stored due to atrial fibrillation. Boston scientific technical services provided troubleshooting advice for the sam feature. The patient was reportedly treated with oral and intravenous antibiotics. No additional adverse patient effects were reported. The device and leads remain in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being filed as the evaluation result codes and evaluation conclusion code have been updated.